Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 454 mg/dl; ketones were present. A bolus was delivered to address bg. Pump system check was performed and no insulin was observed exiting the cartridge pigtail tubing. In addition, the pump time/date were incorrect. Customer changed the cartridge and tandem technical support assisted with correcting the time/date. Insulin delivery was resumed.